Manufacturer narrative:
The investigation has been completed. The impella pump was returned for investigation. The returned data logs revealed the pump stopped immediately following the occurrence of the "impella stopped - motor current high" alarm. About 24 hours prior to the pump stop, the motor current and purge pressure increased suddenly. Visual inspection of the returned product revealed a large purge gap. No other abnormalities were found. In conclusion, it was determined that the cause of the pump stop was bearing wear.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support following a coronary artery bypass graft procedure after which the patient continued to decompensate and in acute myocardial infarction/cardiogenic shock. It was noted that the motor current had increased for the last few days and the medical team was advised to watch for pump failure. The pump level was decreased to p-8, but saturated flows at 4.2 remained. The pump abruptly stopped operating and was unable to be restarted. The device was pulled back into the aorta and the patient was observed. The patient remained hemodynamically stable following the pump stop, and the physician decided to explant the impella cp without replacing the device. No patient harm was reported.